Event description:
It was further reported by the repair technicians that the threads were damaged and the device needed to be scrapped.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: service and repair evaluation: it was reported that the repair technicians found that the device holding sleeve torque failed test high. The repair techs reported that the threads were damaged, and the device needs to be scrapped. Threads were stripped/damaged was the reason for repair. The cause of the issue was thread head stripped. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot : a device history record (DHR) review was not conducted as manufacturing records related to the provided lot number were not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
It was reported that on unknown date during evaluation, the repair technicians found that the holding sleeve torque failed test high. No additional information. This report is for one (1) holding sleeve 55mm. This is report 1 of 1 for complaint (B)(4).